Event description:
Re: complete-r- moisture-plus contact lens solution product a couple of weeks ago for about a week I experienced eye irritation. This included slight redness, feeling like something was in my eye, even a stinging sensation. I remember removing my contact lens after just a couple of hours, rinsing it several times with the said contact lens solution, reinserting it. Then I thought perhaps I just needed to use protein remover, or perhaps buy a new eyeliner. I stopped wearing my contact lens because I couldn't find protein remover tablets with a better date than 2007. The irritation went away after wearing glasses instead of the contact lens over the last couple of weeks. Now that I heard that this solution was recalled, perhaps the product itself had something to do with this irritation. For the last few months don't remember when this started prior to this week of irritation, I experienced a very mild eye irritation from time to time. This included a feeling like something was in my eye, dryness. Sometimes I wondered whether my sunscreen was irritating my eyes, but of course I do not put sunscreen near my eyes but only on my cheeks and nose. I ignored these symptoms because they were usually mild. But the irritation earlier this month caused me to stop wearing my contact lens for a while. Since I had stopped wearing the contact lens, the eye irritation stopped. Dates of use: years. Diagnosis: contact lens solution. Event abated after use stopped: yes.